Manufacturer narrative:
A site visit has been performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance iwth 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported experiencing poor or no cutting. Additional information was received indicating that the system was not working correctly during a vitrectomy, and this caused the cutting issue. The case was completed without harm to the patient.